Event description:
It was reported that a male patient, initial right shoulder implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2024, approximately 7 years 11 months post the initial procedure. The patient had a previous total shoulder replacement then failed rotator cuff which required the change to a reverse shoulder replacement. Everything was removed. There were no device breakages or surgical delays during the procedure. No x-rays were able to be obtained. The patient was last known to be in stable condition following the event. The explanted devices are not available for analysis as they were discarded at the hospital. Device images were provided. No further information.

Manufacturer narrative:
D10: (d10) concomitant device(s): (B)(6), - 300-01-15 - equinoxe, humeral stem primary, press fit 15mm, (B)(6), - 300-10-15 - equinoxe replicator plate 1.5mm o/s, (B)(6), - 300-20-02 - equinox square torque define screw drive kit, (B)(6), - 310-01-47 - equinoxe, humeral head short, 47mm (beta), (B)(6), - 14-13-03 - equinoxe cage glenoid medium, alpha, (B)(6), - 315-35-00 - glnd kwire.

Manufacturer narrative:
H3: the revision reported was likely the result of the patient¿s rotator cuff tear. The reason for the observed fracture of the glenoid component could not be determined since the device was not returned for evaluation and radiographs were not provided.